Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/30/2018, that on (B)(6) 2018 n unexpected receiver shutdown occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it passed. The receiver failed to charge and reboot. The receiver did not turn on. The battery was replaced with a known good battery and the receiver turned on. The log was downloaded and reviewed finding an error related to the complaint. The receiver case was opened, the internal inspection failed due to a damaged battery and bp1 reset. The allegation was confirmed. The root cause was determined to be a damaged battery.